Event description:
(B)(6), pre-certification specialist at dr (B)(6) office verified that pt is needing a repeat dose of orthovisc at 4 months and they are aware guidelines typically recommend every 6 months.